Manufacturer narrative:
(B)(4). Date sent 1/6/2025. D4 batch # unk. B3 exact date is unk. Assumed first day of the month. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The lot#722c37 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the timeline of the event? What device was used with the reload? Any difficulty with the device intraoperatively? Any issue noted with staple formation throughout the procedure? What was the site of the leak? Was the site of the dehiscence far superior on the staple line? What was the cause of death? Is it related to the initial surgery? Does the surgeon believe that there is an alleged deficiency with the ethicon device or were there other contributing patient factors? Is the surgeon interested in speaking with ethicon personnel regarding the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric surgery, the patient had dehiscence of the vertical staple line of the gastric pouch in the second post-operative day. He died.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2025. Additional information was requested, and the following was obtained: what is the schedule of the event? Date of surgery (B)(6) 2024, reoperation 48min- (B)(6) 2024 at dawn, death (B)(6) 2024, we were informed about the fact on 19/11 at 18h:17, we informed johnson on 20/12/2024 at 16h:15min. Which device was used with the recharge? Pse45a, gst45b. Any difficulty with the device intraoperatively? Not any problems observed with the formation of the clamp during the procedure? Not what was the location of the leak? In the vertical line of the gastric pouch. Was the dehiscence site much higher in the clip line? It was difficult to identify, a methylene blue test showed leakage in the staple line. What was the cause of death? Sepsis. Is it related to initial surgery? Yes. Does the surgeon believe that there is a supposed deficiency in the ethicon device or were there other contributing factors of the patient? No, a young patient without comorbidities had a bmi of 40. Is the surgeon interested in talking to the ethicon team about the event? Yes.